Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported a falsely elevate magnesium result on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2020 sid (B)(6) initial = 2.51mmol/l / retest = 0.83mmol/l (upper normal limit is 1.0mmol/l). There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer inspected the analyzer, performed multiple troubleshooting procedures, and replaced the filter, water bath, which resolved the issue. Return testing was not completed as returns were not available. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem and component replacement. The operations manual also addresses troubleshooting of elevated concentration, and erratic sample results. The architect c4000, serial number (B)(6), service history was reviewed and revealed no additional erratic or discrepant patient results reported as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data for the part associated with this complaint revealed no trends, systemic issues, or nonconformances associated with the filter, water bath (rohs) part# 7-10006378-01. The monthly product monitoring review of the architect platforms found no systemic issues or trends for the issue associated with this ticket. Based on the investigation, no systemic issue or deficiency of the architect c4000, sn (B)(6) , or the filter, water bath (rohs) part number 7-10006378-01, was identified.